Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed reboots. A visual inspection of the pump revealed a cracked battery compartment and stripped threads on the battery cap. An intermittent power loss was duplicated while attempting to attach the returned battery cap to the pump. A test cap was attached and the pump was successfully exercised for 24 hours with no power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and no internal damage or moisture was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.

Event description:
The patient contacted animas on (B)(6) 2013 stating that he had been admitted to the hospital on (B)(6) 2013 for diabetic ketoacidosis (dka) and was treated with an IV insulin drip. At the time of the call to animas, the patient was no longer receiving the IV insulin drip, was not on insulin pump therapy. The patient alleged that the insulin pump had powered off intermittently and then powered on again and this issue is what caused the dka and hospitalization. During troubleshooting of the pump, it was noted that the battery cap would not attach securely to the pump and there was a visible crack in the pump casing at the battery compartment. The reported issue of an ill-fitting battery cap and a cracked battery compartment is generally obvious and detectable by the user. The detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged or does not meet the users expectation and to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas customer technical support (acts) was unable to perform troubleshooting on the pump due to the loss of power resulting from the damaged battery compartment and ill-fitting battery cap. The patient was advised by acts to continue on a alternate method of insulin delivery until a replacement pump is received. This complaint is being reported because the patient experienced dka and hospitalization while on insulin pump therapy using a damaged pump.